Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. The device was returned to olympus for evaluation where service confirmed the customer's complaint of no image when using the (B)(4) scopes. The device was repaired by replacing the patient board set and returned to the customer. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 8 years since the subject device was manufactured. Based on the results of the investigation, it is likely that the phenomenon occurred due to the faulty patient board. We could not determine the cause of the faulty patient board. Olympus will continue to monitor the field performance of this device.

Manufacturer narrative:
The device has not been received to date. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time, however, if additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported evis exera iii video system center is unable to display image with the 180 scope. However, image was obtained when the 190 scope was used. The event occurred during procedure. The operation was completed using a similar device. There was no patient harm or user injury reported due to the event.